Manufacturer narrative:
F/u report will be submitted if the product is returned for eval. Customers and retailers have been informed through the letter.

Event description:
Customer reported the unit of measuremetn setting of their unlocked freestyle meter changed. Customer noticed a battery icon on their meter. There was no report of death, serious injury or mistreatment associated with this event.